Manufacturer narrative:
H10: depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: correction: d10: the date returned to manufacturer was documented as september 16, 2019 on the initial report. This date has been updated to september 24, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly. . The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device seized. It was further determined that the device failed pretest for check the frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pretesting of the oscillating saw attachment device it was determined that the rotations per minute (rpm) of the device slowed down and the unit was getting extremely hot. It was noted in the service order that the attachment device seemed to slow down power of the small battery drive device when used together during a tibial-plateau-leveling osteotomy (tplo). There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.